Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested (B)(6) for (B)(6), but the testing result cleared (B)(6) guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for the following bacteria. On (B)(6) 2018: the instrument channel: escherichia coli(500cfu/100ml) on (B)(6) 2018: the instrument channel: escherichia coli and rhizobium radiobac(500cfu/100ml) on (B)(6) 2018: the instrument channel: en cours(583cfu/100ml) . The subject device had been disinfected using olympus automated endoscope reprocessor model etd (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report.